Event description:
A us distributor contacted zoll to report that a patient's pre-existing eczema was exacerbated by the lifevest equipment. The patient described the area as a rash. There was no alleged device malfunction contributing to the pre-existing condition. The patient reported reaching out to the physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation has not improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.